Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead remains in service. Additional information received indicates that the system was explanted due to infection and erosion of the device and leads.